Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2020. The patient¿s cgm displayed 5.4 mmol/l; however, the patient displayed hypoglycemia symptoms; fatigue, sweating and confusion. The patient¿s parent performed a bg which was 3.3 mmol/l. The patient was given glucose and monitored by the parent. An unspecified time later, the cgm displayed 13.0 mmol/l but the bg was 9.0 mmol/l. The patient responded to the glucose and recovered without any untoward effects. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.